Event description:
Information received indicates the latch cover is bent which is preventing the siderail from latching.

Manufacturer narrative:
The technician replaced the siderail latch cover to repair the bed.